Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer and reservoir tube o ring. Insulin pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p cap, reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the half ring was broken and half ring was missing. Customer stated that reservoir can be locked in place when inserted in the insulin pump. Customer stated that insulin pump was working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.